Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b1, b5, d.6a, d.6b, g2, h6.

Event description:
Patient reported right side rupture. The status of the device is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2 a4 b5 b6 h6. Clarification to partial b3: (B)(6) 2024 was provided. Laboratory analysis summary: device photograph(s) for the device related to the reported event of rupture was requested on march 12, 2025. Device patch with lot number 3028472 and catalog number tsm-310. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The status of the device is unknown.